Event description:
It was reported that during a pph procedure, the surgeon could not fire the device. The purse string was in place; they went to squeeze the trigger but could not completely fire. They could not get the crunch sound. The surgeon attempted a few times and finally with the help of a male nurse, was able to completely fire the device and get the crunch sound. When the device was removed, the staples were unformed and there was bleeding. The bleeding was controlled. They removed the staples from the first firing, placed another purse string and re-did the pph by using a second device. Firing of the second device was difficult as well but completed. Two hands were used along with some assistance but they were able to get the washer to break. The tissue thickness was toward the top third of the firing scale. For both firings, it was in the greens scale setting. The tissue was thick. The procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.